Event description:
Customer is reporting a drive tube leak. Name and function of complainant: same as reporter. Customer called to report blood leak alarm during the end of buffy collection phase. Customer was observing the buffy coat being collected when the blood leak alarm sounded. Customer looked in the centrifuge and saw blood. Customer disconnected patient line and aborted the treatment procedure. Customer did not return any blood or products to patient. Cts asked customer if the drive tube was broken, customer stated there seemed to be a hole in the drive tube which has caused the blood leak. Service order number (B)(4) was dispatched for inspection of the instrument. The customer returned the kit for investigation.

Manufacturer narrative:
A batch record review for lot file a327 was performed. It shows (B)(4) for incorrectly aligned drive tube. Visual aids were created and used for training operators as corrective action. A 100% inspection showed no rejects. No alarms associated with this event type were noted. This lot met all release requirements. A review of complaints received for lot a327 was performed. There were two other drive tube leaks reported to date for this lot. No trends detected. Service order (B)(4): field engineer cleaned the centrifuge and performed the checkout procedure. Field engineer performed all required checks, adjustments, and calibrations. Repairs have returned this instrument to expected operation. Examination of the drive tube shows evidence that is consistent with an end user misload. No corrective action is planned at this time, as it appears to be an end user issue. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA (B)(4).